Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Following the patient¿s (B)(6) refill appointment he developed (B)(6). The pa (physician¿s assistant) called him a week after having the refill and he was fine at that time. He didn¿t notice the bump until the 3rd day after the pa called. His fiancé was bathing him and noticed a lump/bump on his back and ¿it went from bad to worse¿ in less than 4 hours after putting a hot compress on it; after that it kept getting worse. He went to his primary care physician, had it tested, and it came back positive for (B)(6). As of the date of this report, ¿it still doesn¿t look good¿. Per the patient the pump was working and it contained dilaudid, bupivacaine, and lisinopril. The interventions and outcome where not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.